Manufacturer narrative:
Additional information received; the patient has not been revised. Revision is scheduled for (B)(6) 2016.

Event description:
Additional information received; the patient has not been revised. Revision is scheduled for (B)(6) 2016.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address pain, metallosis, pseudotumor and noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision to take place on (B)(6)2014. Right asr xl reason(s) for revision: alval / soft tissue reaction, high levels metal ions in blood, noise revision now to take place on (B)(6)2016. Attached claimsuite update and scf update 04 sept 2016 update: alert date 15 nov 2016. Received updated claimsuite and scf. Revision surgery due (B)(6)2016 was cancelled and has been rescheduled for (B)(6) 2016. Reasons for revision confirmed : pain / noise / possible loosening of the cup. Added hospital name, surgeon name, amended patient harm and product complaint category, taken from new scf dated 16 nov 2016 and email dated 17 nov 2016. Ek 17 nov 2016. Update: alert date 13 dec 2016. )b)(4) confirmed there was no loosening of the cup. Additional reasons for revision - severe metallosis / pseudotumor. Amended patient harms, product complaint category and failure code. Ek 13 dec 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; right; asr xl; reason(s) for revision: alval / soft tissue reaction, high levels metal ions in blood, noise.